Event description:
A technician contacted global technical service (gts) to report an issue with tina hemodialysis machine. The technician reported that the machine when clears from bleach and then when hooked up to acid and bicarb the test strips show traces of bleach. This occurred during the programming/setup, there was no patient involvement. A field service engineer (fse) went to the facility. The fse confirmed and duplicated the reported problem. The fse found the bleach was taking too long to clear after notification. The fse increased the flow rate to 1000 for disinfection/rinse and set sample location to drain to increase forced rinse time which resolved the issue. The fse ran the bleach cycle and verified the unit cleared from bleach. No components were replaced; the problem was resolved with internal program setting change. The fse performed functional testing and the device passed all checks and was left in working condition at the facility.

Manufacturer narrative:
(B)(4). The device was evaluated by the field service engineer (fse) at the customer location. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).